Event description:
The customer reported via phone call that the b button on the insulin pump was not working and that he was experiencing low blood glucose. The customer's blood glucose was unknown. The customer explained that the insulin pump would not stop delivering insulin. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.